Manufacturer narrative:
An event of patient effects cardiac arrest was reported. There was no reported device malfunction associated with the navitor valve. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that 15 minutes post-procedure, the patient coded for an unknown reason and was stabilized. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on 15 january 2024, a 23mm navitor valve was successfully implanted, using a small flexnav delivery system. The procedure went well, perfect positioning with no paravalvular leak (pvl). Physician and proctor physician were pleased with the result. The patient remained hemodynamically stable throughout the procedure. However 15 minutes post-procedure, the patient coded for an unknown reason and was stabilized. The patient is reported stable. There was no clinically significant delay in procedure.